Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an attorney, who alleged that the device exploded and released a yellowish powder and an intense noxious odor. The end user allegedly suffered immediate respiratory distress and died shortly after. A review of our records indicated that a different end user reported the same device as alarming a month prior to this event, as a result of which it was returned to the dme provider for service. It is unclear at this time what service was performed on the device at that time. Devilbiss healthcare is currently investigating the incident, including arranging an inspection of the device through the attorney. An update will be filed if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare has received photographic documentation of the oxygen concentrator from legal counsel. Upon review, the images indicate the presence of powder or particulate matter consistent with sieve material. This material appears to have migrated from the internal components of the device, likely through the exhaust vents located at the base of the unit. The observed condition suggests that, under certain circumstances, a sufficient quantity of sieve dust may escape the unit via these vents. Importantly, there is no indication of thermal damage, combustion, or any associated heat-related event.